Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Vanguard ps tibial bearing catalog 183620 lot 116140; vanguard ps femoral catalog 183124 lot 961460.

Event description:
It was reported that the patient underwent a knee revision approximately six months post implantation due to pain, difficulty mobilizing, and the formation of an unknown dark spot near the prosthesis.